Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the biomedical equipment support specialist, who reported that the issues were resolved. It was caused by fluid invasion. The customer's biomedical equipment support specialist fixed the problem. Biomed cleaned out the connector on both sides. The unit was back in service the same day. No additional information was provided.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer called in to report a e226 error, a biomedical equipment support specialist was able to come in to troubleshoot and cleaned the connector on both sides which resolved the issue. It is unknown when the issue occurred. There were no reports of patient harm.